Event description:
Reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon from the stent was encountered. The treatment was for a non-tortuous left anterior descending artery (lad). After predilatation, the physician successfully deployed a taxus liberte 3.5 x 28 mm drug eluting stent. It was noted that the stent was easy to deliver and there were no inflation or deflation issues. Upon withdrawal of the fully deflated balloon the physician encountered resistance. The physician had to use a great deal of force to successfully remove the balloon from the stent. No patient injuries or complications were reported. Patient status is reported as "satisfactory/good".